Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-05381. The patient had two leads. It was reported one of the leads was exhibiting high impedance. It was also reported the other lead had migrated. The patient underwent surgical intervention and both leads were explanted and replaced. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.